Manufacturer narrative:
Upn corrected from unk758 to h7493952838400. Device evaluated by MFR.: promus premier us mr 4.00x38mm stent delivery system was returned for analysis broken into three sections. No stent returned. The balloon was reviewed. On return it was found that the balloon folds were relaxed from original folded position and a substance resembling blood was present inside the balloon. The balloon appeared to have been inflated and deflated. A visual and tactile examination of the shaft polymer extrusion revealed a shaft polymer extrusion break at the wire exchange port exposing the corewire. The shaft polymer extrusion was stretched on the distal side of the wire exchange port. Inner shaft polymer extrusion damage was noted 2mm distal from the bi-component bond; the inner shaft polymer extrusion appeared bunched/accordioned. The corewire is twisted and kinked 25mm distal from the hypotube-midshaft bond. An attempt was made to load the distal section of the device onto a 0.014¿¿ guidewire, however it could not be loaded due to the shaft polymer extrusion damage. A visual and tactile examination of the hypotube identified two hypotube breaks. A hypotube break was noted 310mm distal from the distal end of the strain relief. A second hypotube break was noted 490mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and microscopic examination found no damage to the tip. Due to the shaft breaks it was not possible inflate the balloon via attaching the inflation device to the hub of the device. Therefore in order to inflate the balloon the shaft polymer extrusion of the device was cut just distal to the guidewire exchange port and a needle was inserted between the inner/outer extrusion. The device was inflated by attaching an encore inflation device to the needle and clamping the shaft polymer extrusion with a pliers to hold positive pressure. The balloon was then inflated to rated burst pressure (rbp). The device deflated within 10 seconds. This is within specification. It was not possible to insert a guidewire into the device from the inflation/deflation test due to damage to the shaft polymer extrusion. The inflation device was verified before and a after use. Deflation time was measured. Note: the inflation/deflation of the device via needle inserted into outer lumen and clamped via pliers does not allow for the same tight seal as would be the case when attaching the inflation device to the hub and therefore may not have allowed for the correct pressures and vacuums to be used. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4).

Event description:
It was further reported that the two breaks in the hypotube and at the guidewire exchange port happened inside the patient.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon failed to deflate and shaft break occurred. A promus premier¿ drug-eluting stent was advanced and successfully deployed to treat the lesion. However, the balloon failed to deflate and it was also that during removal, the shaft broke. The device were completely removed from the patient's body. The procedure was completed. No patient complications were reported and the patient's status was fine.